Event description:
The st. Jude medical rep phoned to request an egm analysis. The st. Jude mediacl rep phone in 2006 to report noise on the ventricular channel. Tech services reviewed the faxed egms and discussed that the noise on the lead appeared to be related to a fracture. Tech services discussed performing positional and isometric testing in an attempt to reproduce the noise; as well as proceeding with a chest x-ray to see if a lead fracture could be confirmed. Inappropriate hv therapy was delivered as a result of the noise. As a result, the ventricular pace/sense portion of the lead was capped and a new lead model implanted.